Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 08-may-2025. Investigation summary : bd received 6 samples for investigation. For lot 4292493, one customer sample and 20 retained samples were tested for defective locking mechanisms and hub/collar separation. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the lot 4292493, for the indicated failure mode: defective locking mechanism. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that after using one (1) bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the safety mechanism separated from the unit. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B3. Date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after using one (1) bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the safety mechanism separated from the unit. No adverse impact was reported regarding the patient or user.